Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected alarms noted during testing.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl, at the time of incidence. Customer was treated with bolus for high blood glucose level. Customer¿s blood glucose level was over 300 mg/dl. Customer reported that the auto mode was inactive at the time of incidence. The insulin was exited at the time of quick review. Customer declined to test the insulin pump. Insulin pump will be returned for analysis.